Event description:
It was reported that the patient had an inappropriate shock while at the chiropractor's office. The patient stated that the chiropractor hooked up some pulse mechanism on her back and it triggered a shock. Technical services referred the patient to the doctor's office. There were no additional adverse patient effects. The system remains implanted.